Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events cannot be conclusively determined through this investigation. It was reported that during pump prep on (B)(6) 2022, the purple cuff lock on the pump was stuck and would not release and was unable to be pulled out. The yellow lines were visible. After much effort and multiple attempts by the surgical assistant, the purple cuff lock was able to be pulled out from the stuck position. The pump was locked onto the apical sewing ring to visualize and make sure that the locking mechanism of the pump was appropriate. The pump was able to rotate to lock on the apical ring as expected, and the yellow lines disappeared. The unlock tool was utilized to unlock the pump and the pump was then removed from the sewing ring. The decision was made to continue pump prep and still utilize the pump. The pump cuff lock was able to move in and out from the pump as usual. It was reported that the patient had an ischemic bowel and as result their lactate level was rising. The family declined doing an exploratory laparotomy. The family made the decision to withdraw care, and the patient expired. The heartmate 3 (hm3) operated as expected, and the hm3 was not returned for analysis. An autopsy was not performed. Additional information communicated on 24mar2022 by the clinical consultant clarified that the pump was removed from the sterile packaging and the surgical assistant removed the pump from the sterile packaging, and it took them multiple attempts to pull out the purple cuff lock to assess its function. The surgical assistant was able to eventually unlock the purple cuff lock by hand without the use of the unlock tool. The relevant sections of the device history records for (B)(4) were reviewed, including cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2022. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and death, among other potential events, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump prep on (B)(6) 2022, the purple cuff lock on the pump was stuck and would not release and was unable to be pulled out. The yellow lines were visible. After much effort and multiple attempts by the surgical assistant, the cuff lock was able to be pulled out from the stuck position. The pump was locked on the apical sewing ring to visualize the locking mechanism of the pump was appropriate. The pump was able to lock on the apical sewing ring as expected and the yellow lines disappeared. The unlock tool was utilized to unlock the pump and the pump was then removed from the sewing ring. The decision was made to continue pump prep and still utilize the pump. The purple apical cuff lock was able to move in and out from the pump as usual. Additionally, it was reported that the patient had an ischemic bowel and as a result their lactate was rising. The family declined doing an exploratory laparotomy and decided to withdraw care. The patient expired on (B)(6) 2022 after care was withdrawn. The device reportedly operated as expected and would not be returned for analysis.